Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence since device implant and is dissatisfied with device performance. The patient called in to request general information of their device. The patient believes that the cause of the performance anomaly is related to a device issue or an error during its implant. However, at the time this report was submitted, no information regarding a clinical diagnosis has been received and no product anomaly has been confirmed. There were no additional patient complications reported.